Event description:
(B)(6) received information that at an unspecified amount of time following the implant of a surgical aortic edwards magna valve, the valve was revised with a (B)(6) transcatheter valve; valve-in-valve. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).